Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: multiple power supply related alarms were observed in the black box on (B)(6) 2015. Each alarm occurred during a rewind attempt. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged as was the battery cap contact. A test battery cap was used for all testing. There were battery compartment cracks observed in the thread area and below the grip pad. The battery compartment threads were also damaged. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump on the cable between the printed circuit boards. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.